Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with extraneal viaflex therapy intraperitoneally (ip) for unspecified glomerulonephritis. On (B)(6) 2010, the patient was admitted to the hospital with aseptic peritonitis manifested by abdominal pain, cloudy effluent, a positive combur test and temperature of 37.4 degrees celsius. In (B)(6) 2010, the patient began remedial therapy, described as "standard treatment", with vancomycin and gentamycin (doses and frequencies not reported, ip). In (B)(6) 2010, after two negative peritoneal effluent cultures, remedial therapy was discontinued after three days. Since then, peritoneal effluent has been clear. It was not reported whether the aseptic peritonitis had resolved. Extraneal viaflex therapy was ongoing with "same batch". The physician did not provide a causality statement for the event of aseptic peritonitis.